Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)). H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system has been experiencing wireless communication issues since last year after the hospital changed their picture archiving and communication systems (pacs) network. The site stated that when they tried to download patient exams wirelessly, the digital imaging and communications in medicine (dicom) association between pacs and the system units intermittently timed out and only query a few images at a time, rather than downloading the full exam at once. The system would retrieve ~10 images at a time and continued to make separate queries until all images have been downloaded. Each time the site tried to download an exam, it seemed like multiple associations were created, and each association pulls a subset of images of the exam. If the site were to add all the scans pulled, it added up to the total number of slices in the one exam. With their new pacs system (intelerad/intelepacs) the new network is designed with an I p range that differs between each floor of the hospital. They had less intermittent issues using 2.4ghz than 5ghz, but the issue has not been fully resolved. It was confirmed that using a wired ethernet connection successfully downloads all images at once with no interruption or difficulty. There was no patient involvement.